Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. Examination suggests that a cup and cone type ductile fracture occurred. However, a conclusive root cause of the event could not be determined.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Expiration date - unknown. Manufacture date ¿ unknown.

Event description:
It was reported a patient underwent an internal fixation procedure on (B)(6) 2016 due to fractured metatarsal. During the procedure, the k-wire fractured and a piece had to be retrieved from the patient. This resulted in a 30 minute delay in procedure.